Event description:
Meter was prompting the apply sample icon; the test would not start. The reported meter was a new meter. The patient obtained the assistance of the pharmacist in attempting to complete a control solution test. The patient had no symptoms of high or low blood glucose level at the time of concern. There is no indication that the patient experienced injury. The customer care representative attempted to walk the pharmacist through retesting with a new test strip and the test did not start. The pharmacist did not have a new vial of test strips to make a second attempt at retesting. As the test would not start when the ccr walked the pharmacist through retesting, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.